Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate an scheduled reported failure. The stm was unable to reproduced the initial reported problem but some parts were replaced. The stm stated that replaced fiber optic board and lamps because report from staff mentioned an issue with "fiber optic signal readings". The stm completed preventive maintenance. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was the returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm). During scheduled service for a different issue, the stm replaced fiber optic board and lamps because staff mentioned an issue with fiber optic signal readings. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by a getinge service territory manager (stm). During scheduled service for a different issue, the stm replaced fiber optic board and lamps because staff mentioned an issue with fiber optic signal readings. There was no patient involvement, and no adverse event reported.